Event description:
It was reported that the patient's right atrial (ra) lead dislodged several weeks post implant. The lead was successfully repositioned and is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.